Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported an incident blood glucose value of 22 mmol/l and the current bg value (at the time of call) was 9mmol mmol/l. Troubleshooting was performed. The customer stated nothing unusual, at home but had a cold led up to the event. The treatment for high blood glucose was IV, antinausea medication, and hospitalization. The nature of the treatment was a visit to the emergency room visit and admitted to the hospital. The length of hospitalization was 1 day. The significant event leading to hospitalization was a cold. The symptoms the customer reported at the time of the hospitalization event were sickness, unsteady, tired/weak, and dizziness. The customer tested for ketones and the result of the ketones test was high ketones. The reason for hospitalization was not feeling well and high blood glucose. The customer alleges a possible pump was under delivery. The reasons why the customer thinks the pump was under-delivering were high blood glucose and no issues with the infusion set. The customer's actions prior to the event on pump therapy. The event involved product(s) mmt-1885. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return was required for mmt-1885. It was unknown whether the customer will continue or discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.